Manufacturer narrative:
G5:510(k)#: k053168. B4:10jul2021. The service engineer (se) could not confirm the failure. The customer declined repair of the unit. No parts were replaced. The customer declined repair.

Manufacturer narrative:
Event: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported the unit cannot be used. The device was not in clinical use. No patient or user harm was reported.